Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding broken wires was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the maryland bipolar forceps wires were broken. The procedure was completed with no reported injury.